Manufacturer narrative:
(B)(4). The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Patient's peritoneal dialysis nurse (pdrn) reported that the patient was diagnosed with peritonitis due to the patient not following aseptic technique when performing peritoneal dialysis. Patient was not hospitalized. Patient was treated with cefazolin 1000mg for 10 days. Patient continues to perform peritoneal dialysis.